Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received on (B)(6) 2017 indicating the outcome was 'resolved without sequelae' as of (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found a procedural non-conformance of the catheter body that had significant twisting that may have affected infusion. Analysis identified a kink and twisted area of the catheter body. Analysis found a tear in the seal material near the guide ring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (0.5 mg/ml at 0.42004 mg/day) and bupivacaine (7.1 mg/ml at 5.9646 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported patient had a clinical diagnosis of intrathecal medication side effects following personal therapy manager (ptm) activations. The patient was diagnosed with upper extremity numbness and tingling following ptm activations on (B)(6) 2016 and nausea and vomiting, which was improving, on (B)(6) 2016. An intervention of reprogramming occurred on (B)(6) 2017. The patient reported that she felt the catheter was positioned too high, as she was feeling side effects in her upper extremities rather than her back. The outcome of the event was noted as ongoing. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the intrathecal medication hydromorphone and bupivacaine with the drug action that caused the event being ptm initiation. It was further reported that there was a catheter kink.

Manufacturer narrative:
Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that surgical observation revealed a catheter kink in the pump pocket on (B)(6) 2017. The patient reported uncontrolled pain and numbness in her shoulders on (B)(6) 2017. The patient's pump had become inverted/dislodged from sutures (see manufacturer report #3004209178-2017-02935), so she was scheduled for a pump revision with a possible catheter revision. Surgical observation revealed a catheter kink in the pump pocket. The catheter was spliced, replacing the pump segment. It was noted the patient had decreased therapeutic relief. The outcome was noted as resolved without sequelae on (B)(6) 2017. No further complications were anticipated/reported.